Manufacturer narrative:
The device was explanted but not returned. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient acquired an infection. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. The physician decided to explant the device. There have been no reports of further complications regarding this event.